Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was not separated. The coating of grasping section was partially missing. The probe tip had scratches. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. Based on the past similar cases, it was known that the error occurred when the user kept activating output of the device contacting with something hard. The instruction manual of the device already cautions; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a procedure of gynecology, the subject device was used. After an hour of use, the ptfe pad of the device was separated. While in use, probe damage error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported.